Manufacturer narrative:
Operator of device code unavailable at this time.

Event description:
A procedure commenced to extract one right atrial (ra) lead due to non function. A glidelight model 500-302, a lead locking device (lld) and a medium visisheath were in use. During the case, the patient's blood pressure dropped. Rescue efforts commenced immediately, with a subsequent increase in blood pressure and stabilization of the patient without surgical intervention. The case continued, with successful removal of the ra lead. During re-implantation of a new lead, the patient's blood pressure again dropped during wire insertion. Again, the patient was stabilized without surgical intervention. There were no signs of tamponade or effusion; no injury detected. It is believed that the patient experienced vagal responses during the procedure. The procedure was completed successfully and the patient survived the procedure. This event is being reported due to the patient experiencing a vagal response with a drop in blood pressure during the use of the device.

Manufacturer narrative:
At the time of review of record closure, it was discovered that the patient code for vaso-vagal response was not added at the time of the initial submission of the MDR. This code now added to accurately reflect the patient's intermittent response during the case and during re-implantation of a pacing lead. It was reported that after the patient's initial vagal response and non-surgical intervention, the case was then completed with use of spectranetics devices with no further vagal response until during the time of re-implantation.

Manufacturer narrative:
Operator of device: code accepted by FDA now populated within this field.